Event description:
Needle embedded in stomach [needle issue]. Injection site has become infected [injection site infection]. Case description: this serious spontaneous case reported by a consumer from (B)(6), concerns a male patient with "diabetes mellitus", who was treated with novofine (30g) (needle) and experienced "needle embedded in stomach" beginning on (B)(6) 2013 and "injection site has become infected" beginning on an unk date. Non novo nordisk suspect drug included janumet (metformin hydrochloride, sitagliptin phosphate monohydrate) on unk dates for unk indication. Pt's height: not reported. Medical history included diabetes mellitus (type and duration unk), epilepsy, previous heart condition, previous bowel condition and allergic to penicillin. The pt had reportedly been taking novofine (30g) (needle) on unk dates. On (B)(6) 2013, (approximately 7:30pm), the pt gave himself his evening injection on abdomen and upon removal of the needle from the flexpen, he noticed that the needle was not on the hub. The needle was broken off and became lodged in the abdomen. The pt reported that he uses a new needle for each injection and primed his flexpen before use. Pt rang the ambulance service and was put through to their medical advisor. Pt was advised to see his local doctor first thing the next morning to have x-ray performed. The pt went to the hospital the following day and had an x-ray and ultrasound; and needle was confirmed to be in his stomach. Pt was then advised to go to the emergency department of the hospital to have the object removed. It was reported that the medical staff stated, it was unusual and they felt that the needle itself had to be faulty. On (B)(6) 2013, pt returned to the hospital for surgery. The needle appeared to have moved from the site shown on the x-ray and physicians were unable to locate it. After painful exploratory surgery, pt was sent home and advised to return after having a CT scan (computerised tomogram). It was reported that he would become infected. Since pt was allergic to penicillin, the only antibiotic he could take was keflex (cefalexin). Pt had to attend his local doctor every second day to have the wound dressed. As there was no improvement after a week, the antibiotic dose was increased. At the time of reporting, the infection had cleared but the site was still painful. Pt was waiting for a week or so before he would go for the CT scan. The pt had no lipohypertrophy on his stomach or hardness. Action taken with novofine was not reported. The outcome of event "injection site has become infected" was reported as recovered. The outcome of event "needle embedded in stomach" was reported as not yet recovered (as of (B)(6) 2013). Non codeable concomitant medication: cartier. Reporter comment: consumer still has the novomix 30 flexpen with the offending needle hub attached at his premises. Consumer commented that he is a pensioner and does not want to go through the public system to have this fixed. He wants it done properly so that will mean he will have to have it done privately. I will have to go back to hospital in the near future.